Manufacturer narrative:
Both patient samples were submitted for investigation. Further investigation of patient sample 1 did not indentify an interfering factor. Patient 1 is taking an unknown dosage of propanolol. Product labeling for both ft4 ii and ft3 iii state that concentrations of propanolol above 240 ug/ml could have an effect on analyte recovery. During further investigation of patient sample 2, an interferent against a component of the reagent was confirmed. This caused the high ft4 ii and ft3 iii results. This interference is covered in product labeling.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained that the results for 2 patient samples tested for elecsys ft3 iii (ft3 iii) and elecsys ft4 ii assay (ft4 ii) on a cobas 8000 e 602 module were too high and did not fit the clinical picture for these patients. This medwatch will cover ft3 iii. Refer to medwatch with (B)(6) for information on the ft4 ii erroneous results. Patient 1 had an ft4 ii result of 4.08 ng/dl and an ft3 iii result of 7.19 pg/ml. On (B)(6) 2018 patient 2 (female, (B)(6)) had an ft4 ii result of 3.02 ng/dl and an ft3 iii result of 8.15 pg/ml. The ft4 ii and ft3 iii results were reported outside of the laboratory where the endocrinologist did not believe the results. There was no allegation that an adverse event occurred. The e602 module serial (B)(4).